Event description:
Rptr had breast augmentation 1978. She began having minor symptoms in 1990. In 1995 symptoms worsened extremely such as seizures and cognitive problems (memory, confusion, disorientation, staggering gait, slurred speech). She had these episodes 1 to 6 times a week. This resulted in loss of job, loss of driver's license, 2 car accidents, falling down. Once she fractured her orbital bone and once she fell down 14 stairs and sprained her ankle. She also has immune system problems.